Event description:
It was reported that the installation showed that the speaker was defective. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device and confirmed when booting up the system, the speaker was out of sound and there was a speaker inoperative message. After the speaker assembly replacement, the device was returned to functional use with no further issues identified. The device remains at the customer site.